Event description:
It was reported that a malfunction occurred while the customer was playing tennis on a very hot day, with the pump displaying malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level, staying below 500 mg/dl. Technical support assisted the customer with a pump reset, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if a malfunction reappears.